Event description:
Revision cufftack rotator cuff surgery in 2001. Original surgery two months prior. 4 weeks post-op the pt hard a popping noise and had impingement. A MRI revealed prominent tacks. The surgeon removed the tacks and completed the repair using transosteal bone tunnel.